Event description:
A report was received that the patient was experiencing charging difficulty and the ipg was at an angle inside the pocket. The physician revised the ipg within the pocket.

Manufacturer narrative:
This is the final report.